Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It wa reported the patient's programmer would not communicate with the ipg and the charger could not locate the ipg. The doctor reported no migration noted compared to permanent implant. Surgical intervention has been scheduled to replace the ipg.

Event description:
Follow up information indicated the patient had surgery to replace the ipg with effective therapy established.